Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that they had problems purging the cassette and adjusting the constant nitrogenous inlet pressure. The treatment was altered to extracapsular cataract extraction with intraocular lens implant. Additional information has been requested.